Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation as the device remains implanted after revision. Per the instructions for use of the intrathecal catheter, catheter kinking is a known possible risk of use of the device. The kinking occured as a result of the patient's pump flipping, which was the result of the sutures coming loose because of the patient's way of entering their bed. (B)(4).

Event description:
Agent contacted technical solutions via email to report a catheter revision. It was confirmed that the sutures that held down the patient's pump were torn by the way the patient was entering their bed. As a result, the patient's pump repeatedly flipped which caused catheter tethering. This tethering caused a lack of flow. A cap study was done where the physician was unable to aspirate or push into the cap. The physician cut and unwound the catheter which was tethered at several locations inside the pump pocket including up against the pump stem. During the revision surgery, there were no evidence of a fractured catheter anywhere the catheter was tethered. The physician removed the excess catheter, confirmed the catheter tip was still positioned on t8 and no signs of the remaining implanted catheter being tethered and/or fractured. Physician added the catheter revision barb and catheter segment then re-anchored the pump with four heavily secured sutures in the same pocket